Event description:
During an in-clinic follow-up, noise resulting in oversensing and increased pacing impedance were observed on the right ventricular (rv) lead. Conductor fracture was suspected to be the cause of the event but it was not confirmed. Provocative testing was performed and the noise was reproducible. No intervention has been performed. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that increased capture threshold was observed on the rv lead.